Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient showed up for an appointment yesterday stating that she has had some messages regarding settings unavailable for a few months but was unable to get a ride for an appointment until now. Checking connectivity showed all contacts on lead 8-15 as an x as well as several on 0-7. Impedances were high as well on several contacts on both leads. She states she doesn't remember falling or having any trauma leading up to the point the issue started.  Checked connectivity and impedances. Programmed around and discussed a possible lead revision with the patient if she doesn't get good relief from programming.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the patient is meeting with the implanting physician regarding surgical options next week and will send an update following. On (B)(6) 2024 the rep reported a lead revision will occur but has not been scheduled yet. The rep will report any new information regarding the event once the revision is completed.